Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The system archive and logs were provided. When inserting the disc into the system, the initial pop-up that asks what format to select did not display. The archives were loaded without issue. Additionally when selecting 'search for more' the same issue from the case occurred. However, there were no moments where the system became unresponsive. The representative deleted and re-loaded the exams with the same result. The system logs were reviewed, but did not provide additional information regarding the cause of the reported event. The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that while in a functional endoscopic sinus surgery (fess) procedure the navigation system became unresponsive mid-case while navigating to any inputs. The site rebooted the system, but when the system was rebooted, they were unable to re-register the patient. Multiple attempts with multiple patient trackers were made without success. The surgeon reported that only a portion of the trace path was being computed by the system when registration was completed. The site aborted navigation and proceeded with this case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.